Event description:
(B)(6). The patient was transferring from his bed to the power chair when the power chair allegedly activated and moved in reverse. The patient was thrown to the floor and sustained injuries requiring hospitalization.

Manufacturer narrative:
The powerchair was serviced by the provider and not returned to the manufacturer. Results of the investigation indicate the event cause was due to user error. The user bumped the joystick / control during the transfer causing the powerchair to move, resulting in the patients fall. The select owner's manual provides warnings for transfers, requiring the power to be off during the process. The event was not caused by product malfunction; remedial action is not required.